Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump delivered a larger bolus amount than intended. Pump data review by tandem technical support showed that the pump was functioning as intended as customer manually entered a bolus for 20 units of insulin, instead of 20 grams of carbohydrates. Bolus amount of 16 units to the customer was appropriate based on value entered. However, the customer maintained that the pump did not deliver insulin as intended. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy until a replacement arrives.